Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that the head holder adapter seized and stopped working.

Manufacturer narrative:
Manufacturer narrative : technical investigation concluded that the cause of the issue is a lack of specification for the tightening effort applied to the attachment screw for the mayfield head holder. The damaged mayfield head holder adaptor needed was replaced.

Event description:
It was reported that the head holder adapter seized and stopped working, during preventative maintenance.